Manufacturer narrative:
Delay in cessation of post partum bleeding. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Delay in cessation of post partum bleeding.

Event description:
It was reported that during the procedure, the balloon would not fill and appeared to have a hole. A section of the device did not remain inside the patient¿s body. The patient required additional procedures due to this occurrence by reinsertion of another bakri balloon and a delay in the cessation of bleeding until the new balloon was inserted.